Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this lead was part of system revision due to infection. The patient had sepsis and this right ventricular (rv) lead exhibited high pacing threshold. Additional information indicated that this rv lead was surgically explanted. No additional adverse patient effects were reported.